Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800296 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips come out tangled during use.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint 3003898360-2019-01043 is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the clips come out tangled during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its jaws partially closed and the feeder was in the forward position inside the device. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. After completion of the first attempt, the jaws returned to full aperture and the feeder was reset inside the device. Another attempt was made and, this time, a clip was able to load into the jaws and was successfully applied to over-stressed surgical tubing. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position and the proximal end of the bridge was cracked. There was indication that the feeder spring bound up internally in the yoke which resulted in the damages to the yoke and bridge. It would also cause the overall stroke of the feeder to shorten which would prevent the jaws from reaching full aperture when loading the clips and can prevent clips from loading properly. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. A nonconformance has already been performed as a result of this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips come out tangled" was confirmed based upon the sample received. One device was received. The sample was returned with its jaws partially closed and the feeder was in the forward position inside the device. Upon disassembly of the device, it was found that the yoke was broken at the pin position and the proximal end of the bridge was cracked. There was indication that the feeder spring bound up internally in the yoke which resulted in the damages to the yoke and bridge. It would also cause the overall stroke of the feeder to shorten which would prevent the jaws from reaching full aperture when loading the clips and can prevent clips from loading properly. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. A nonconformance has already been performed as a result of this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.